Manufacturer narrative:
Philips service replaced the dvi matrix switch 16x16 power supply and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the monitor blank due to defective video switch power supply on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.